Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the manufacturer representative met with the patient on the day of the report, and that impedances were checked. Electrodes 13 and 14 had impedance values of greater than 10,000 ohms. These contacts are used in programming. An x-ray was performed which confirmed that the left lead had migrated. The patient wants the entire spinal cord stimulation system explanted. The health care professional indicated that the patient is prone to scarring, and that this may be part of the reason that the spinal cord stimulation did not work for this patient. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4). Implanted: (B)(4) 2017. Product type lead. Product ID 977a260, serial# (B)(4). Implanted: (B)(6) 2017. Product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 11-oct-2020, UDI#: 00643169109391; product ID: 977a260, serial/lot #: (B)(4), ubd: 11-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator for non-malignant pain. It was reported that stimulation increased dramatically. The patient bent down and felt stimulation increase significantly which caused uncomfortable stimulation in the stomach and ribs. The patient used the patient programmer to reduce stimulation to a comfortable level. The manufacturer representative believes that the lead may have moved (migrated) during this motion. The patient wanted the system removed; however, the patient will be seeing the health care professional for x-rays and to check position of the leads. There were no further complications reported.